Event description:
(B)(4)

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stent graft kinking); patient's condition affected effectiveness of device (iliac artery angulation, type ii endoleak). Conclusions: device failure/lack of effectiveness related to patient condition (iliac artery angulation, type ii endoleak).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 6.4 cm diameter abdominal aortic aneurysm approximately eight months ago. The infra-renal neck angle was 55 degrees. The aortic neck was 28 mm in diameter and 10 mm in length. The right and left iliac arteries were 16mm in diameter. The diameter of the right femoral artery was 7mm, and the left was 8mm. It was reported that there was moderate kinking observed in the left contralateral limb since the date of the implant procedure which has been left uncorrected. The physician stated this was due to angulation of the iliac artery. It was also reported that a type ii endoleak was observed on the imaging.